Manufacturer narrative:
A steris service technician inspected the washer and found that the sump rtd was defective. The unit had alarmed #14 confirming this. Alarm message 14: alarm tone sounds, and display message is: alarm: sump rtd defective. The technician replaced the rtd and compressing fitting, ran a test cycle and confirmed the unit to be operational; no further issues have been reported.

Event description:
The user facility reported that steam emitted from the washer causing the fire alarm to trigger and subsequently dispatching the fire department. No injuries or procedural delays/cancellations were reported.